Manufacturer narrative:
Unit received with blank display, problem isolated to motherboard. Unable to verify external flash crc alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed external flash crc error alarm. The customer¿s blood glucose level was unknown. Customer advised the alarm occurred during the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.